Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the acoustic lens has a chip due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Additional findings were as follows: due to a chip of acoustic lens, displayed ultrasound image is defective, due to adhesive peeling between objective lens and distal end, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover is detached, the adhesive on bending section cover has a crack, the protector of universal cord on control section side, the image guide protector, the switch1, the connecting tube, the distal end, the acoustic lens, all have a scratch, the objective lens has a chip, and the connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope, echo image was partially missing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens has a chip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. It is suggested that the user facility review the method of handling and reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.